Event description:
The customer reported via phone call that her insulin pump was not notifying her when the reservoir was low on insulin. The customer was assisted with turning on the vibrate function of the insulin pump. The customer's blood glucose was 93 mg/dl. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.